Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother reported the patient experienced a rash from the sensor pod adhesive with each sensor session. The patient is allergic to adhesives and uses medication prescribed by his dermatologist on an ongoing basis to treat the rash. At the time of contact, the skin reaction had resolved. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined.